Event description:
It was reported that increasing threshold and decreasing sensing were noted. High pacing impedance was also observed. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.